Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there was an unusual screw without a screw thread on the head and no self-tapping tip. The lot number is not available due to the lost package with labeling. The screw was found in a loan set (ru951) that was returned from the hospital. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was not performed because no lot number was provided. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a manufacturing evaluation was conducted. The report indicates the screw was received with an unused appearance and in good condition. Due to an unknown cause the screw is missing threads that should be on the head, and flutes near the tip. The product conforms to length, major thread diameter along the shaft and material specifications. The threads on the head have never been formed as well as the flutes.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.